Event description:
It was reported that during a radical prostatectomy procedure, the clips were malformed due to a misalignment of the jaws. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 4/24/08. Info anticipated, but unavailable at this time.